Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation prime abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, an intervention was performed for an unknown reason. The physician elected to implant two (2) additional ovation prime iliac limbs to treat this event. No further information is available but has be requested.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. The secondary endovascular intervention (additional of two ovation iliac limbs on (B)(6) 2016) event is confirmed. Device, user, procedure or anatomy relatedness of this event could not be determined. Procedure related harms for this event could not be determined. The right common iliac artery measured 54x51mm on the CT (computed tomography) scan dated (B)(6) 2016 which was dated one month following the secondary endovascular procedure. An endoleak could not be determined due to the non contrasted nature of the CT (computed tomography) scan. The causation for the secondary endovascular procedure is indeterminate. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this event and similar events in the event further investigation is needed. Corrections: h6: result code: remove code 3233 h6: conclusion code: remove code 11